Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected reset alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed to give low reservoir alert. The customer's blood glucose level was unknown. The insulin pump had unexplained no delivery alarms, had rejected nee batteries and had to reset all the settings during battery change. The customer declined troubleshooting. The insulin pump will not be returned for analysis.